Manufacturer narrative:
Manufacturing records were checked confirming the batch number involved was manufactured correctly up to specification and in-line with the relevant checks and tests. No manufacturing deviations were reported. We will submit a final report once the investigation is completed.

Event description:
It was reported that during a revision surgery performed on (B)(6), 2023, the surgeon broke an axle extractor, commercial code 9015.90.140 lot # 20aq26p to take out an axle. He used a cut-off wheel instead of the usual instrument to complete the surgery. No patient information available. Event happened in the USA.